Event description:
It was reported that before surgery the user refrained from using the pulsavac because the device was dirty. It was opened from the original packaging. There was no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the user refrained from using the pulsavac because the device was dirty. There was no harm or delay reported. Due diligence is in process. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was returned opened but unused. Visual inspection confirmed there was a stain on the tip lock of the handpiece. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.